Manufacturer narrative:
E3: cath lab implant coordinator. H3: it is unknown if the device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during retrieval of an unknown inferior vena cava filter, a gunther tulip vena cava filter retrieval set's snare broke inside of the sheath while trying to remove the filter, and the sheath accordioned. This resulted in increased procedure time, up sizing the sheath, and opening extra product. At this time, there has been no report that the patient required additional procedures or experienced any adverse effects due to this event.